Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and felt better. It was stated that the healthcare provi der (hcp) thought she had tendonitis and was scheduled for a block.

Event description:
It was reported that there were impedance measurements that were greater than 10,000 ohms on electrode 3. It was stated that the manufacturer representative first noticed the issue when they saw the patient approximately a year ago. It was noted that the lead was place in the cervical area and electrode 3 was now used in programming. There were no falls or trauma indicated, however the patient reportedly had a ¿big sneeze¿ and felt something change (approximately 2 years ago). It was added that reprogramming was done and the patient now had two cathodes and one anode (previously had one cathode and one anode). Also, a longevity calculation was performed for previous settings (1.5 volt amplitude, 130 hertz frequency, 450 microsecond pulse width, cycling 5 minutes on and 30 seconds off, 12 hour per day usage, therapy impedance was not available) with a result of 62 months. Additional information was requested, but had not been received as of the date of this report.